Event description:
A report was received that the patients spinal cord stimulator (scs) device was nonfunctional. The patient underwent an explant procedure.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date(B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2013. Model number/catalog number: sc-8116-50, serial number: (B)(4), batch/lot number: 150204, model/catalog description: artisan surgical lead, 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients spinal cord stimulator (scs) device was nonfunctional. The patient underwent an explant procedure.